Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported one of the patient's leads was fractured. An impedance check revealed high impedances. As a result, the lead was explanted and replaced on (B)(6) 2015. The issue was resolved by surgical intervention.